Manufacturer narrative:
(B)(4). A visual nor functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history review could not be conducted since the lot number nor product code was provided. A corrective action cannot be determined due to the lack of product code and batch number to perform a proper investigation to determine a root cause. The customer complaint cannot be confirmed due to the lack of product sample and batch number to perform a proper investigation to determine a root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the capio did not break, it was unable to capture the other end of the suture bullet and so the suture bullet was lost.